Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: thermocool smart touch bidirectional sf catheter (qty: 2), model # d-1348-05-s, lot # 17692104l. Carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Soundstar eco catheter, model # m-5723-18, s/n unknown. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, while using the first of 2 smarttouch sf catheters, error 402 (magnetic sensor error) populated on the carto 3 system. Catheter cable was replaced and the issue remained. The smarttouch sf catheter was replaced with a second one from the same lot, and error 402 populated again. Smarttouch sf catheter # 2 was replaced with a smarttouch (non-sf) catheter. The issue resolved and the procedure continued. After mapping, the patient became hypotensive with a change in heart rate (unspecified) and a pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 200 ml. Patient was monitored for 30 minutes. Patient was reported to be in stable condition at the end of the intervention and monitoring period. There is no information regarding extended hospitalization or patient outcome. It was noted that the adverse event occurred during mapping phase. There were no patient factors cited that may have contributed to the adverse event. Physician indicated that although the cause of the adverse event is uncertain, it is believed that it was related to catheter manipulation. No transseptal puncture was performed, as this was a right-sided procedure. No sheath was used. During mapping, impedance was noted to be greater than 200 ohms in some areas. Generator was set on smarttouch sf and smarttouch settings, but no ablation was performed. Irrigated catheter flow was set on standard smarttouch sf and smarttouch settings. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value or catheter proximity. Smarttouch catheters were zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Error 402 occurred while using both smarttouch sf catheter # 1 and # 2. ¿sh¿ message (undefined) appeared while mapping in a certain (unspecified) area of the rvot.